Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. The sample was received with injection caps attached to both luer adapters. Usage residues were observed throughout the sample. Blood products were visible within both valves. A longitudinally aligned curved split was observed just distal of the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be partially occluded by blood products. While flushing the red-luered lumen, a leak was observed emanating from the site of the aforementioned split. During infusion, blood products were ejected from both valves. Tactile inspection of the sample revealed tensile weakness and material discoloration in the vicinity of the split. Microscopic inspection of the split edges revealed a granular texture. Both lumens were observed to be partially occluded and the occluding material was identified as blood product material. The split observed in the red-lured lumen was consistent with burst damage secondary to over-pressurization. The damage appeared to be caused by flushing against the blood product occlusion. The product IFU provides guidance pertaining to catheter maintenance and declotting. A lot history review (lhr) of rebu1323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the red lumen was occluded. Primary rn called reporter into room to help assess and troubleshoot lumen. Primary rn was reportedly able to aspirate a small amount of blood 20 min prior and stated it flushed well. Reporter attempted to aspirate blood with no success and then attempted to flush with moderate pressure, met resistance, was about to stop when red lumen of PICC line allegedly ¿gave way¿. Reporter noticed saline solution spray out from under gauze dressing. Patient said they felt it right away. On investigation reporter noticed an alleged hole just at the connection of the white butterfly hub and blue portion of the PICC.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the red lumen was occluded. Primary rn called reporter into room to help assess and troubleshoot lumen. Primary rn was reportedly able to aspirate a small amount of blood 20 min prior and stated it flushed well. Reporter attempted to aspirate blood with no success and then attempted to flush with moderate pressure, met resistance, was about to stop when red lumen of PICC line allegedly ¿gave way¿. Reporter noticed saline solution spray out from under gauze dressing. Patient said they felt it right away. On investigation reporter noticed an alleged hole just at the connection of the white butterfly hub and blue portion of the PICC.